Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic total gastrectomy, the two devices were used. The first device was used. The tissue pad of the first device was severely worn. Seal & cut short circuit error, seal short circuit error, and open circuit error occurred. Then, the second device was used. The tissue pad was partially worn. Seal & cut short circuit error, seal short circuit error, and open circuit error occurred. The procedure was completed with the second device. There was no patient injury reported. On july 8, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was missing on the second device. This is the report regarding missing of the probe coating. This is the second one of two reports.